Event description:
The ar40e model intraocular lens (iol) did not deploy after being placed in the patient's eye, thus the iol was removed, and the scrub technician noted one of the haptics was bent. The same procedure was completed successfully using a backup lens, model information is unknown. There was no serious patient injury and no vitrectomy however, it is unknown if the incision was enlarged or if sutures were needed. Patient prognosis post-procedure was reported as good. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age: unknown/asked information was not provided. Section a-2 patient date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section e-1 reporter telephone number: (B)(6). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.